Manufacturer narrative:
There were four additional occurrences of this product malfunction. Please reference the follow for the additional occurrences: MDR 2245270-2013-00031, 2245270-2013-00032, 2245270-2013-00033, 2245270-2013-00035. The malfunctioning devices were returned to vygon us, and was then forwarded to vygon manufacturing (manufacturer) for device evaluation and complaint investigation. The results of the investigation are still pending. Results will be forwarded to FDA via a follow-up MDR upon investigation completion. A recall has been initiated; customers and FDA were notified (B)(4) 2013.

Event description:
A patient noticed that the male luer lock of the cms-814-1 became detached from the extension set. The patient called the company and a nurse went out to the patient's home to assess the situation. The affected extension set was removed from the patient's catheter and replaced with a new extension set. This type of occurrence took place three other times. Additionally another occurrence was noted when a nurse found the defect on a new set taken from stock that was not used on a patient.